Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the physician reported fluid loss from the device. A new titan touch and reservoir was implanted.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities noted with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated there to be a loss of fluid, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported.